Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged nasal/throat irritation or soreness . This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged nasal/throat irritation or soreness. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.